Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. As a result of performing gfe, the patient used an endoscope for diagnosis and found that a defect had occurred. We also confirmed that there were no delays in procedures that required medical intervention such as additional anesthesia and long-term hospitalization, and that the patient's health was in good condition. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported a new blurry image event. The lens has a white spot and they're unable to rinse it off with the water jet. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: this event is considered to be caused by the blurring of the image due to the adhesion of stains such as patient mucus to the lens surface.